Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and thus a return of their pre-implant pain. Imaging taken in the field revealed the leads had migrated. Attempts to reprogram the device were unsuccessful, and the patient underwent a revision procedure where the leads were replaced. The patient did well postoperatively.